Manufacturer narrative:
The returned device presented with the stent fully crocheted onto the catheter delivery system. The pull ring was not returned with the device. Under lab examination, the deployment suture was removed at the guidewire access port and examined. The suture separated from the pull ring at the hub, at the proximal end of the shaft, where the pull ring and shaft meet. During manufacturing, the deployment suture is glued to the pull ring. The deployment suture had not broken; microscopic examination found no evidence of fraying. An attempt was made to deploy the stent; however, the stent failed to deploy. A restriction was noted at the proximal release point of the crocheted stent. A knot appeared to be preventing the device from releasing. It was determined that, prior to placing the deployment suture loop under the silastic tubing, the deployment suture got threaded through this deployment suture loop. As a result, the unit was unable to be deployed as the crochet knots could not be released. When the knot was removed, the stent deployed fully, and no further issues were noted with the device. This restriction would have resulted in the application of increased tensile force being applied by the physician and thereby resulting in the disconnection of the pull ring. The condition of the returned device is consistent with the reported complaint event. The most probable root cause of this event is being labeled as manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal covered stent was used during a stenting procedure on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture broke; the stent could not be deployed. The complainant did report that there was resistance when pulling on the deployment suture. There was no bowing of the delivery system, and the anatomy was not tortuous. The physician removed the device from the patient and used another wallflex esophageal stent to successfully complete the procedure. This device malfunction caused a 20 minute delay in the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal covered stent was used during a stenting procedure on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture broke; the stent could not be deployed. The complainant did report that there was resistance when pulling on the deployment suture. There was no bowing of the delivery system, and the anatomy was not tortuous. The physician removed the device from the patient and used another ultraflex esophageal stent to successfully complete the procedure. This device malfunction caused a 20 minute delay in the procedure. There were no patient complications reported as a result of this event.